Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month and twenty-six days post port placement, patient underwent computed tomography of abdomen and pelvis showed diffuse arteriosclerosis abdominal aorta and branches without evidence of dissection or occlusion. On the same day, patient underwent computed tomography angiogram of lung showed negative for pulmonary embolism. Addendum notes showed thrombus within the cardiac chambers apparently identified on echocardiogram. Larger thrombus extends along the septum involving both the inferior aspect of the right atrium and proximal portion of the right ventricle. Second smaller area of thrombus is also identified having a more bandlike fashion. On the same day, patient underwent ultrasound showed negative for deep venous thrombosis both lower extremities. Patient was diagnosed with clot on port-a-cath. Patient was planned for eliquis tonight and heparin drip was stopped. Around one month and twenty-two days later, patient underwent port removal procedure. The culture was also sent for the tip of the port-a-cath. Therefore, the investigation is confirmed for the reported thrombosis issue based on medical records. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that one month and twenty-six days post a port placement via the left internal jugular vein, the patient allegedly developed thrombosis on the port. Reportedly, the port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided for review. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed thrombosis. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that one month and twenty-six days post a port placement via the left internal jugular vein, the patient allegedly developed thrombosis on the port. Reportedly, the port was removed. However, the current status of the patient is unknown.